Event description:
This complaint is reportable based on additional info received on 04/20/2009. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon failed to inflate and leaked. However, additional info obtained stated that there was a hole in the balloon. This is a case of restenosis of a non-bsc stent. The 80% stenotic lesion was located in the mildly calcified and non-tortuous right popliteal artery. The physician advanced the 5.0 x 60/80m sterling balloon to the lesion and attempted to inflate the balloon, but it did not inflate, and on the monitor it was possible to see a little contrast medium cloud near the balloon, due to a hole in the balloon. The device was removed intact. There were no pt complications. The procedure was successfully completed with another 5.0 x 60/80mm sterling. Pt status is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.